Event description:
Information was received at service repair via repair request form that a sonnet rechargeable battery was broken and covered in leaking electrolyte fluid.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. A leakage of electrolyte was already observed out of box, consequently no contact was made with the electrolyte fluid or serious injury occurred. This is a final report.

Event description:
Information was received at service _ repair via repair request form that a sonnet rechargeable battery was broken and covered in leaking electrolyte fluid. The device was a stock item and was not actually with a customer. No contact was made with the electrolyte fluid.